Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the surgeon the subject underwent a revision due to loosening. No other effects noted in report.